Manufacturer narrative:
UDI number is unknown. Device manufacturing date and device expiration date could not be determined. Device serial number/lot number is unknown. Health impact and evaluation codes: updated. No lot number was provided; therefore, device history record review could not be performed. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device is difficult to use for our maternal programs. When drawing cord blood from a cut segment, very slow to draw up, sometimes needle pops off, air gets inside, safety concern. No patient injury was reported.